Event description:
Report of a pm/ calibration event. No patient involvement was reported. Although requested no further information provided.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed preventive maintenance. Replaced door assy with keypad keypad recall completed. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 26nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the kit, door assy 8100bd. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2015-0209 lvp keypad failure.

Manufacturer narrative:
Device received. The investigation is still pending. An additional supplemental will be sent when the investigation results are completed.

Event description:
Report of a pm/ calibration event. No patient involvement was reported. Although requested no further information provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
Report of a pm/ calibration event. No adverse consequences to the patient were reported.